Event description:
It was reported by the patient of feeling run down and having a hard time breathing. The patient also mentioned that the device was not working. It was also reported by the clinic that they were not aware of any issues and the patient was not scheduled for an office check for another several months. However the patient will be contacted to make sure that everything is ok. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.